Event description:
The customer reported a noise coming from the tube when fluoroing. No pt injury reported.

Manufacturer narrative:
A ge rep conducted an on site investigation of the system. The functionality of the system was tested and system was found to be arcing. The rep cleaned and lubricated the high voltage cable candles at tube and tank. The system then operated as intended and was returned for customer use.